Event description:
It was reported the patient had a "mass in their pelvis." It was unclear if this was a device related event. It was noted the patient had their stimulation turned up high, but had to decrease it recently to make it "more comfortable." Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3093-33, lot # v851923, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).

Event description:
Additional information received indicated the patient still had concerns when they have medical tests or dental work done. The patient received assistance from the manufacturing representative and had some concerns resolved. However, it was also stated the patient continued to have some concerns regarding the device and had a scheduled doctor appointment on (B)(6) 2013.